Event description:
Caller reported a malfunction on the pump, identified with a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction recurred.